Manufacturer narrative:
Additional manufacturer narrative: b5, describe event or problem: updated content. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, component code: replaced code g07003 with code g04122. H6, type of investigation: added codes b20, b14, b11. H6, investigation findings: replaced code c21 with c19. Code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted. Therefore, an evaluation of the device could not be performed. H6, investigation conclusions: replaced code d16 with d15, added d1001.

Event description:
It was reported that on (B)(6) 2023 this patient underwent an endovascular procedure and was implanted with a gore® excluder® conformable trunk-ipsilateral leg endoprosthesis device as well as gore® excluder® aaa endoprosthesis devices to treat an abdominal aortic aneurysm. On (B)(6) 2025, follow-up imaging reportedly identified the requirement to prevent a suspected type 1b endoleak on a gore® excluder® conformable trunk-ipsilateral leg endoprosthesis due to disease progression. Reportedly, a type 1b endoleak was not confirmed when the patient's medical images were reviewed. However, imaging had also identified a type ii endoleak likely originating from the inferior mesenteric artery (ima). On (B)(6) 2025 the ima was embolized and the graft was additionally relined and extended with two additional gore® excluder® contralateral leg components as a prophylactic measure against aneurysm growth.

Manufacturer narrative:
Gore is currently reviewing the manufacturing records associated with the device involved in this event. The device remains implanted. Therefore, an evaluation on the device cannot be performed. Gore has contacted its company representative for the potential availability of medical images for an investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2023 this patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprosthesis devices to treat an abdominal aortic aneurysm. A limb extension was reportedly required to prevent a suspected type 1b endoleak on a gore® excluder® conformable trunk-ipsilateral leg endoprosthesis due to disease progression. However, a type 1b endoleak was reportedly not confirmed when subsequently reviewing the patient's medical images. Additionally, preliminary imaging had also identified a type ii endoleak likely caused by the inferior mesenteric artery (ima). A reintervention was performed on (B)(6) 2025 to perform the limb extension of the graft and embolize the ima as a prophylactic measure against aneurysm growth.